Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported event was not confirmed as the scope was not microbiologically tested. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The instructions for use warns against inappropriate reprocessing as follows: "insufficient reprocessing of these components may pose an infection control risk to patients and/or operators." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope tested positive for an unexpected contamination. The issue was found during reprocessing ahead of a procedure. The intended procedure was completed with a similar device. The user did not report any other contamination or serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned. An evaluation of the returned device revealed, the channel tube was detached due to which the water tightness was lost. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Leak check label was discolored. The light guide lens was cracked at the edge. Follow up in progress to obtain culture test results and additional information regarding reprocessing of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.